Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, it was noted that the blister packaging was open, compromising sterility of the device. The case was completed with a new device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the b8lt complaint sample was visually inspected. The package was open on one side. It was noted that the package was sealed prior to the decontamination process that was completed prior to receiving the package for analysis. After the decontamination process, it was noted that the seal was open. The seal on the opposite side of the package was lifted from the inside, indicating that the lift came from internal pressure, which aligns with the notes from the decontamination process. There was seal adhesive present indicating that the package was sealed at packaging facility. It was not confirmed that the package had an open seal prior to decontamination. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.